Manufacturer narrative:
(B)(4). A visual and microscopic examination identified distal stent damage. The stent struts on rows 1 and 2 were misaligned. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The patient presented with a myocardial infarction. The index procedure treated the 99% stenosed target lesion located in the severely calcified and tortuous obtuse marginal branch. Pre-dilation was performed with an unspecified balloon. The physician attempted to advance a 2.5x12mm taxus liberte stent, but was not able to cross the target lesion. Upon removal, it was noted that a stent strut lifted. The procedure was successfully completed with a non bsc device. No patient complications occurred and the patient's condition was listed as "good".